Event description:
Boston scientific received info that during a routine follow up this right atrial lead was found to be dislodged. As a result a revision was performed and the lead was successfully explanted and replaced. No adverse pt effects were reported.